Event description:
Low flow in lvad. Rvad flow okay. Detached for sewing ring and extensive papillary muscle/damaged myocardium resected. Latrogenic vsd at apex closed. Flow improved after procedure. ECMO changed to vv and rvad restored.